Manufacturer narrative:
Additional information was received indicating the replacement procedure was canceled. Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead exhibited oversensed noise on the rate/sense portion. Pacing inhibition was noted however an underlying rhythm was present. Noise was unable to be recreated in clinic. It was noted the noise was occurring overnight and was suspected to be due to snoring. The sensitivity was adjusted and continued monitoring was planned. Approximately a year later the noise was observed to be more persistent and an inappropriate shock was delivered. Review of impedance measurements found the pacing impedance had been trending low including low out of range measurements. Replacement of the rate/sense portion of the lead was planned. No adverse patient effects were reported.

Event description:
It was reported that this implantable defibrillation lead exhibited oversensed noise on the rate/sense portion. Pacing inhibition was noted however an underlying rhythm was present. Noise was unable to be recreated in clinic. It was noted the noise was occurring overnight and was suspected to be due to snoring. The sensitivity was adjusted and continued monitoring was planned. Approximately a year later the noise was observed to be more persistent and an inappropriate shock was delivered. Review of impedance measurements found the pacing impedance had been trending low including low out of range measurements. Replacement of the rate/sense portion of the lead was planned. No adverse patient effects were reported. Additional information was received indicating the rate/sense portion of this lead was replaced during a routine change out procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating the replacement procedure was canceled. Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The shock portion of the lead remains in service with the new device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.